Event description:
(B)(6) 2013 - customer states via phone that during a ureteral stone manipulation with lithotripsy on a female pt in her 40's the fluoro failed and the procedure was aborted. They will reschedule after the table is repaired. No pt injury.

Manufacturer narrative:
Field service engineer (fse) confirmed message of - no camera detected-troubleshot system, was unable to fluoro, but able to do digital spot. Fse swapped out iatdb board, long and short camera cables, and camera, but still had the - no camera detected - message. Fse continued troubleshooting and after replacing the infimed lvds pcb board, the message was cleared. Fse check system for proper operation per service checklists qssrwi4.1 and returned the unit to the customer for full service.